Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a visual inspection of the pump showed that the keypad was worn with no peeling or tearing. During testing, the contrast button was unresponsive; which has no effect on insulin delivery. Evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.